Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during percutaneous coronary intervention (pci), a viperwire advance coronary guide wire with flex tip was used. The vessel was primary wired with a non-abbott wire which was exchanged for the viperwire. Following 3 low-speed treatments of lesion in posterior descending artery (pda) #4 with a diamondback 360 coronary orbital atherectomy device (oad), it was noticed that the viperwire became fractured. The approximately 3cm fractured component was retrieved using a snare. The procedure was successfully completed with plain old balloon angioplasty (poba) and drug-coated balloon (dcb) angioplasty. There were no patient sequelae. It is believed the oad crown jumped prior to the fracture and caused contact with the viperwire spring tip resulting in the fracture. There was moderate bias. There was no difficulty wiring or delivering devices. The physician has no concerns about potential long-term risk outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported unintended system movement that caused damage to another device appears to be related to user error. In this case, it is possible that the crown jumping and resulting damage to the guide wire is due to use techniques employed. It was reported that the orbital atherectomy device (oad) crown jumped backward prior to the fracture and caused contact with the viperwire spring tip resulting in the fracture." The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿use fluoroscopy to monitor movement of the radiopaque diamondback 360 coronary orbital atherectomy device (oad) shaft tip in relation to the radiopaque viperwire guide wire spring tip. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. [If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.]¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h6 (codes 4118, 3233, and 11 no longer apply) h10: the viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during percutaneous coronary intervention (pci), a viperwire advance coronary guide wire with flex tip was used. The vessel was primary wired with a non-abbott wire which was exchanged for the viperwire. Following 3 low-speed treatments of lesion in posterior descending artery (pda) #4 with a diamondback 360 coronary orbital atherectomy device (oad), it was noticed that the viperwire became fractured. The approximately 3cm fractured component was retrieved using a snare. The procedure was successfully completed with plain old balloon angioplasty (poba) and drug-coated balloon (dcb) angioplasty. There were no patient sequelae. It is believed the oad crown jumped prior to the fracture and caused contact with the viperwire spring tip resulting in the fracture. There was moderate bias. There was no difficulty wiring or delivering devices. The physician has no concerns about potential long-term risk outcomes.